Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the valve caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. Same event as # 3004721439-2026-00055.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal and vertical position. The results show that the valve operates within the accepted tolerances in both positions. Internal inspection: after dismantling of the valve, no deposits were found inside. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities in the product. The valve is operating within specifications. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.